Manufacturer narrative:
Device received with damaged display window cover and keypad overlay peeling. Device passed the displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was damaged. The customer reported that the keypad overlay and screen bezel was damage. It was reported that the customer had current blood glucose levels of 18.9 mmol/l. Troubleshooting was performed. The customer was advised to revert to backup plan. Product is expected to return for analysis.